Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.